Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; both output connectors were broken. Analysis also found the lower case was broken. Hanger and hanger screw were corroded. White wire on lcd (liquid crystal display) was pinched but insulation was not compromised. (B)(4).

Event description:
It was reported the connector block was broken. The device was returned for repair. There was no patient involvement.